Event description:
Troponin level reported on instrument was 0.15, 0.00 and 0.01. When run again, results were 0.41, 0.00 and 0.01. Tests were repeated on a different instrument and were 0.03, 0.03 and 0.05. Dade was notified of this issue. There was no patient harm/injury invovled.